Event description:
During treatment of instent restenosis and thrombosis of a competitor's bare metal stent, the cypher stent migrated.

Manufacturer narrative:
This pt presented to cath for emergent treatment due to acute coronary syndrome. The lesion was an in-stent restenosis lesion of a 15mm bare metal stent in the proximal right coronary artery. The vessel was moderately calcified and slightly tortuous. Percu surge was being conducted at the target lesion. While inflating the 3.5x23mm cypher at the target lesion, the pressure did not increase and the balloon would not inflate at all. Nevertheless, the physician kept inflating the balloon and managed to apply pressure at 12 atm. However, the pressure decreased and the balloon deflated immediately. Leakage of the contrast medium was confirmed from the center of the shaft at the proximal end. After that, while conducting aspiration of the thrombosis, the stent moved 1 cm to the distal end. Therefore, a 3.5x18mm cypher was implanted to fully cover the bare metal stent. Post-dilation with an unknown balloon was conducted. Please note that this product is not distributed in the united states. However, it is similar to the us distributed device. This product is available for testing and evaluation but has not been received as of this writing. Additional information received will be submitted within 30 days upon receipt.